Manufacturer narrative:
The insulin pump passed the functional testing with no error alarms, excessive no delivery alarms, or battery alarms noted during testing. However, alarms were noted in the history screen due to a corrupted history file. No cosmetic damage was noted.

Event description:
Customer reported that she received multiple alarms on the insulin pump and had high blood glucose of 467 mg/dl. Her symptoms included nausea, excessive thirst, urination, irritability, and abdominal pain. Troubleshooting was performed. Insulin exited the tubing during a manual prime and no air bubbles nor leaks were found. The high pressure test was performed and passed. The alarms the customer received included no delivery and unexpected restart alarms. When the customer was called back to confine troubleshooting, her blood glucose was 49 mg/dl, which she treated with sugar and cereal. Her symptoms of low blood glucose included shaking, sweating, anxiety confusion, belligerence, inability to follow simple commands, weakness, and fatigue. It was found the customer did not follow protocol for changing her infusion set, as needle insertion is one of the last steps and caller inserted at the beginning. Air bubbles were also found in infusion set tubing. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.